Event description:
It was reported that the catheter migrated/dislodged at the catheter tip. The patient reported falling three times, then noticed and increase/return of his pain. The patient presented to his physician and a computed tomography (CT) scan and x-rays were done, which showed the catheter had pulled out. A surgical revision was performed and the catheter was found to be curled in the pocket. The drug in the pump was infumorph. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported that a catheter break, tear or hold also occurred. An x-ray was done in february, however the specific date was unclear. The patient experienced withdrawal and required hospitalization due to the event. The patient recovered without sequelae. It was noted that the device would not be returned to the manufacturer for analysis.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709sc, serial#(B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).